Manufacturer narrative:
This event occurred in (B)(6). The customer was using expired calibration material. Qc was acceptable before patient testing. The investigation did not identify a reagent or instrument problem. The cause of the event could not be determined. (B)(6).

Event description:
The initial reporter received questionable non-reproducible elecsys insulin results for three patients on three cobas 8000 e 602 modules. The initial results were not reported outside the laboratory, and the customer repeated the samples for further investigation. Refer to the attachment on the medwatch for all patient data. Insulin reagent lot number used for patient testing was 378476 with an expiration date of 30-may-2020.